Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: d9 h3, h4, h6: part 03.033.001, lot l700500: manufacturing site: hägendorf. Release to warehouse date: february 27, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was completed: upon visual inspection, it is observed that the broken piece of the mating device was lodged inside the handle received and not able to remove. No broken features were observed with the returned device. Rest of the device shows normal wear consistent with the device use which would not contribute to the complaint condition. Dimensional inspection of the returned device was not performed as no physical damage was evident during visual inspection. The relevant drawing was reviewed; no design issues or discrepancies were found during this investigation. The complaint cannot be confirmed as no broken features were observed with the complaint device. A definitive root cause could not be identified for the reported problem. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is jnj representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, 1 radiolucent insertion handle and 1 driving cap/threaded was broken. There was no patient involvement. This complaint involves 2 devices. This report is for (1) radiolucent insertion handle frn. This report is 1 of 2 for (B)(4).